Event description:
(B)(6) performing a plif procedure and apparently using a soft disc shaver instrument from one of out sets. While the instrument was in the pt the head of the shaver broke off. (B)(6) reported that he felt it would do more harm to the pt while attempting to retrieve it so he felt it best to leave it in the pt. The procedure was performed under fluoroscopy.